Event description:
The patient was scheduled initially for a femoral tavr (transcatheter aortic valve replacement) procedure, but the perclose devices were not effective in the left leg, so the decision was made to move to the left carotid for access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).